Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was duplicate key error. A technical support specialist (tss) had dialed into the station, reviewed the data sync logs, and identified a duplicate key error in the purge statistics table. The data synchronization service was stopped, the relevant purge statistics records were deleted from the server database using guidance from knowledge article, retry - insert into purge. Purgestatistics, and the data synchronization service was restarted. Communication between the station and the server was then verified, with no variation observed in change tracking versions. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was not communicating, device with upload was in retry mode. However, there were no delays or adverse events or injuries reported based on this event.